Manufacturer narrative:
The subject device is not available.

Event description:
During preparation of the coil embolization procedure, it was reported that the main coil was broke from the pusher wire as the pusher wire was moving freely while manipulating inside the introducer sheath. No patient was involved.

Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. During the analysis of the returned device, it was revealed that the coil was not broken but the main coil appears to have detached at the main coil junction by physical means. In addition, the main coil was kinked and stretched. Functional testing could not be performed due to the condition of the returned device. Additional information states that the device was confirmed to be in good condition prior to use and there is no indication of a use error. Based on the information currently available, the main coil was detached inside the introducer sheath and the separation occurred outside the patient during preparation. However, the customer may perceive the prematurely detachment as break. It is likely that the device was damaged during use causing the reported issues. An assignable cause of operational context caused will be assigned to the reported and analyzed defects. As the issue is associated with a product that meets the design and manufacture specifications and was used in accordance with the dfu (direction for use) but due to procedural and/or anatomical factors during use, the device performance was limited. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
During preparation of the coil embolization procedure, it was reported that the main coil was broke from the pusher wire as the pusher wire was moving freely while manipulating inside the introducer sheath. No patient was involved.